Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, right pelvic pain, history of adhesional disease. It was reported that the following implantation the patient experienced infection, urinary and bowel problems, bleeding and dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 06/15/2016. It was reported that following insertion the patient experienced incomplete bladder emptying and urinary frequency. (B)(4).

Manufacturer narrative:
(B)(4).